Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed in ada site 15, the implant failed to osseointegrate. Due to the patient presenting with an insufficient quantity and quality of type iii bone, a bone graft was performed. The implant will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed in ada site 15, the implant failed to osseointegrate. Due to the patient presenting with an insufficient quantity and quality of type iii bone, a bone graft was performed. The implant will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.